Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an apogee system with intepro on (B)(6) 2006, to treat her pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered severe and permanent injuries, inflammation, and significant mental and physical pain and suffering. It was also alleged the plaintiff has/or will have corrective operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, and operations to remove portions of the female genitalia.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.